Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2 - proglide (part #126730-03; lot #81033-6h), is being filed under a separate medwatch report.

Event description:
Device malfunction: suture failed to deploy (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture failed to deploy. The device was removed and a second proglide device was used with the same results. The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No additional information was provided.